Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site and admitted to the hospital. The patient was given antibiotics to address the infection. The patient's scs system was explanted.

Event description:
Additional information was received that infection has resolved.